Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was placed 4 hours, and the patient had only received 1.95 ml. They stated that the pump was beeping, and the screen read stopped but they did not hear the pump beep. Rate was 0.6 ml/hour. Given was 1.95 ml. They were wondering if there was a way to turn up the alarm. They explained that the alarm volume cannot be adjusted and when the pump was stopped, it just lets off a single beep every minute or two. They explained that an error alarm usually proceeds the pump being stopped and that was a loud continuous alarm. They stated the patient may have rolled onto the pump while sleeping. There was patient involvement, and no patient harm/adverse event reported.